Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all release specification.

Event description:
On (B)(6) 2015 the patient was implanted with a conformable gore® tag® thoracic endoprosthesis to treat a descending thoracic aortic aneurysm. The patient was treated previously with an evita hybrid graft. The proximal portion of the endoprosthesis was deployed in z4, in the distal descending thoracic aorta. The conformable gore® tag® thoracic endoprosthesis landed too high during the primary procedure and there was a marked mismatch between the endoprostheses and the aorta between the celiac trunk and the superior mesenteric artery. The physician decided to use a short gore® excluder® aaa endoprosthesis ((B)(4)) to reach the celiac trunk. On (B)(6), 2015 they determined a type I distal endoleak. On (B)(6) 2015 the physician decided to use a double tapered zenith endograft to solve the endoleak.